Event description:
Caller states patient received the following advantage system/professional device results within 10 minutes: 179 mg/dl advantage/ 90 mg/dl professional. 357 mg/dl advantage/ 87 mg/dl professional. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.